Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of one minicap extended life pd transfer set. The event was further described as ¿dark blue part of the transfer set tip was coming away from the light blue part¿. The pd nurse was "collecting a fluid sample and could not get the transfer set loose and started coming apart". The event occurred when the patient was disconnecting after use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.